Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after a heartmate ii (hmii) to heartmate 3 (hm3) pump exchange on (B)(6) 2022, the patient had major bleeding in the pump pocket and the abdominal cavity on (B)(6) 2022. They were given four to eight units of red cell concentrate and heparin and had a reoperation. Associated MFR for the pump exchange: MFR 2916596-2022-10291.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the available device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Bleeding is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.